Event description:
I reported to dr (B)(6) in (B)(6) that I had a lump in my breast that was causing pain in my breast shoulder and neck. I have an allergan gummy silicone implant that was placed in my breast by dr (B)(6) in (B)(6) in 2012. I went for a sonogram in (B)(6) 2018 to check the breast, and was told they did not see anything but I was given an antibiotic and this helped. A few weeks passed and the pain started up again, so I took an antibiotic that was left over from my son having surgery and it helped. A few weeks later I am in so much pain, I drove to the emergency room in (B)(6) where they did another sonogram and notice an area of scar tissue in my breast. I was given pain meds and antibiotic. A few weeks later, pain is severe in right shoulder, arm, and breast and my fingers are numb and tingling with elbow joint pain. I believe I have a silent rupture but I have traveled around the country seeking the help of specialized breast surgeons who will not help me because of criminal activity in our states medical board. I have been reporting this activity to the doj and fbi. I need this implant removed. It is 6 years old and I know that is what is hurting me. I have even emailed dr (B)(6) office to tell them I believe my implant has ruptured and I have severe pain.